Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery. The 3.50mm x 32mm veriflex stent delivery system was unable to cross the lesion. An artery dissection was noted, however, it was not reported when or how the dissection occurred. The patient was sent for surgery.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).